Event description:
Information was received indicating that a smiths medical medfusion pump exhibited acu watchdog failure alert and primary audible alarm. It was reported that the battery door was cracked around the screw, lever has crack near top screw. No adverse effects were reported.

Manufacturer narrative:
(B)(6).